Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure in the cavotricuspid isthmus (cti), the intellanav mifi xp catheter was pulled back from the inferior vena cava (ivc) and a steam pop was felt. Moving to a different location the catheter did not have a noticeable change in effectiveness or impedance. The catheter was placed in the same position as before, and another steam pop was felt. The procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed clotting/charring in the distal section of the catheter shaft, between the tip and ring #1. Functional testing noted no abnormal resistance while maneuvering the catheter. Electrical and continuity tests were performed, and the device showed all results were within specifications. Additional testing was performed, the device was able to complete an ablation without any difficulties. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure in the cavotricuspid isthmus (cti), the intellanav mifi xp catheter was pulled back from the inferior vena cava (ivc) and a steam pop was felt. Moving to a different location the catheter did not have a noticeable change in effectiveness or impedance. The catheter was placed in the same position as before, and another steam pop was felt. The procedure was completed without any patient complications. The catheter has been returned for analysis.